Manufacturer narrative:
The reported event of a left ventricular dysfunction, aortic regurgitation and obstructed leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in 2012, a trifecta valve (details unknown) was implanted. On an unknown date in 2017, an echocardiogram confirmed left ventricular dysfunction, aortic regurgitation and what appeared to be an obstructed leaflet secondary to calcification. The patient was referred for a valve in valve procedure, reportedly scheduled for (B)(6) 2017. Additional information is requested.